Event description:
On (B)(6) 2016, the patient tested his blood glucose on his aviva meter and obtained a result of 210 mg/dl. He took his normal dose of 77 units of lantus and took 10 units of humalog based on a sliding scale. He walked 12 feet and passed out in his bed. An hour later, he regained consciousness, grabbed a bottle of glucose tablets and ate half of them. His mother called emt's. The emt's tested on their professional unknown meter and obtained a result of 35 mg/dl. Within 1 minute, they obtained a reading on the patient's aviva meter and obtained a result of 225 mg/dl. Emt's administered half a liter of "g50" in an IV. Patient also at this time ate a sandwich, milk and juice provided by his mother. Patient felt better within 30 minutes and was not taken to the hospital. Return of the suspect device was requested for evaluation.